Event description:
Pt went into vf while at school on 10/26/98, in semi-coma. Additional information received from medtronic rep indicates that the patient expired shortly after surgery. The patient had been seen several months prior and was advised to talk to an ep, but no action was taken.